Event description:
It was reported that the patient was experiencing a loss of therapeutic effect including withdrawal symptoms and increased spasm. The patient was admitted to the hospital for evaluation of the pump and to rule out all non-pump related issues. The hcp was unable to administer therapeutic boluses via the pump itself. A volume discrepancy was noted at that time, although specific volumes were not reported. The drug in the pump was compounded baclofen. The concentration and daily dose being administered via the pump were not reported. After accessing the cap and withdrawing csf, the hcp administered a baclofen bolus through the cap which resulted in amelioration of the symptoms after approximately one hour. The hcp reported giving an additional 100 mcg bolus of baclofen through the cap later that evening as the effects of the earlier bolus were wearing off. An additional bolus via the cap was planned for the next morning until the pump could be replaced. The hcp requested analysis to see if there was sediment or condensation in the tubing from the compounded baclofen. The hcp additionally reported the patient had recently received hyperbaric oxygen therapy for a wound closure and requested information regarding the pump if it could be determined. The pump was replaced with a 40ml synchromed ii pump. No other symptoms or outcome were reported. A follow-up report will be submitted if additional information becomes available.